Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. In 01/02, it was reported that an angiogram demonstrated an endoleak. In 08/02, it was reported that the aortic neck had dilated and that the stent graft had migrated down. The aneurysm had increased in diameter from 6 cm to 6.5 cm. A talent cuff has been requested to re-exclude the aneurysm. It is unknown at this time if the patient has been treated, and the patient's status is unknown.